Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a procedure, an imprecision was observed following registration. The surgeon then attempted registration an additional four times. The surgeon then attempted pointmerge and found an imprecision. The surgeon then elected to place bone fiducials and rescan. The registration was then accurate and the site continued with the procedure. No additional information was provided. There was a reported delay to the procedure of more than 1 hour due to this issue. There was no impact on patient outcome.